Manufacturer narrative:
The bb shows evidence of por¿s recorded after low battery warning and replace battery alarms at 18:06, 18:16 and 18:17 on (B)(6) 2016; deliveries were resumed at (B)(6) 2016 at 06:37. Battery compartment is cracked above and below the bumper pad. Corrosion observed inside battery compartment. No damage found to returned battery cap. Returned battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Leak test fails with battery compartment leak. Removed cover; no evidence of internal moisture was observed on the pcb or internal components. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) /2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that there was moisture ingress in the battery compartment. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl with abdominal pain and large ketones. The patient did not receive any treatment above and beyond the usual care of diabetes management. This report is made due to the bg excursion the patient experienced due to an alleged power issue.